Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, basic occlusion test, and displacement test. No motor error alarms were noted. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, reservoir tube lip, and battery tube threads. Unit was received with minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer's father reported via phone call that for the past couple of weeks the insulin pump alarmed no delivery and motor error. Customer's blood glucose level was 341 mg/dl. The customer was able to complete the rewind sequence. The customer had more than one no delivery alarm in the alarm history. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.